Event description:
It was reported that the patient presented in the hospital after receiving an alert for the device in backup vvi. A device download was successfully performed. The patient was asymptomatic.